Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the reason for the dye study, it was noted that a therapy issue occurred per the patient. Regarding the report of the hcp having attempted to implant a new catheter but was unsuccessful, it was clarified that there was no device issue and that the patient¿s anatomy / difficult anatomy would not allow for catheter placement. The serial number of the new catheter they attempted to implant was (B)(4). The portion of the catheter that was replaced was discarded by the healthcare provider. The new catheter that was unable to be implanted was also discarded by the hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 18-aug-2008, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving dilaudid with concentration 2.5 at a minimum rate and bupivacaine of unknown concentration at an unknown dose rate via an implantable pump for spinal pain and failed back surgery syndrome. It was reported that a rotor study was performed, and it was determined that the pump was functioning. It was further reported that on (B)(6) 2019 the hcp attempted to aspirate the catheter but was unsuccessful. The hcp attempted to implant a new catheter but was unsuccessful. The catheter was revised on (B)(6) 2019; the hcp added a new pump segment to the existing spinal piece. The pump was filled with preservative free saline and set to a minimum rate. It was indicated that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The issue occurred during normal use. The date of the event was described as being 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). Other medications (oral, etc.) That patient was receiving at the time of the event was unable to be obtained. The patient¿s weight and medical history were noted as having been requested but were unknown. It was noted that the healthcare provider had no further information regarding the event. No further patient complications have been reported as a result of this event.